Event description:
Per the clinic, the patient experienced an open cavity, leading to an exposed middle ear, revealing the electrode. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.